Event description:
A patient underwent uncomplicated cataract surgery with planned hydrus microstent implantation during a proctored surgical training case. The microstent was partially implanted due to "resistance at 50% insertion" and the surgeon recaptured the microstent for repositioning. As the surgeon retracted the microstent, a 2 clock-hour iridodialysis occurred. At 1-day follow-up, the bcva was 20/70 with iop of 17 mmhg after post-operative diamox sequel tablets. By 3-week follow-up, bcva was 20/25 (surgeon notes vision is limited by pre-existing epiretinal membrane and age-related macular degeneration) and iop was 21 mmhg unmedicated. The surgeon notes the current iop is "acceptable" and the iridodialysis is "asymptomatic."

Manufacturer narrative:
The status of the device is unknown at this time. A return has been requested and a supplemental report will be provided if the device is returned for evaluation. The device history records were reviewed for this manufacturing lot and all released product met specification and there were no discrepancies or unusual findings. Based on information currently available, this event is likely due to inadvertent use error. Iridodialysis and inability to implant the microstent are listed in the device labeling as potential adverse events. A caution to avoid inadvertent capture of tissue when recapturing the microstent is included in the device labeling. (B)(4).